Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine pacemaker change for eri, slight degradation of lead insulation on proximal portion of rv lead was noted. The lead capped and replaced without complications to the patient.